Manufacturer narrative:
The product is available but has not been received as of this report. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings. No conclusions can be drawn.

Event description:
Pt initially presented on (B)(6) 2012 complaining of foreign body sensation in the right eye. The pt's limbus was very inflamed and corneal staining was preset. The doctor suspected the pt had an infection and might develop an ulcer. Treatment of ciprofloxacin was given 1 drop every hour for the first day and then 1 drop qid for 10 days. The pt had f/u visits on (B)(6) 2012. Pt was last seen on (B)(6) 2012 and the issue had resolved. However, the pt has not returned to contact lens wear.